Manufacturer narrative:
Evaluation description: analysis was normal. No anomalies were found.

Event description:
It was reported that sensing was unacceptable. Upon helix extension it was noted that the helix would not extend on its own. The lead was not implanted.